Event description:
It was reported that while in cardio cath lab, the intra-aortic balloon (iab) was prepped per the instructions for use. The md inserted the supper arrow-flex (saf) sheath into the patient's left femoral artery and as soon as the md inserted the iab, he "felt something like unusual resistance inside of the saf sheath." The iab could not be passed through the saf sheath's tip. Because the iab was stuck in the saf sheath, the md removed the iab and the saf sheath as one unit. Another iab was opened, prepped and inserted without incident. The staff stated that they used the same insertion site and there was no excessive bleeding during insertion.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.